Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: (B)(4). Visual analysis of the returned device identified: delamination of the 100%, crease fold, white particles inside of the device, wear abrasion. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare provider called to report a left-side deflation. The device has been explanted and replaced.